Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a pacemaker dependent patient was not well for several days before presenting acutely with syncope. There was a high right ventricular lead impedance and intermittent pacing with unstable escape rhythm. The device was explanted replaced. The lead was capped and replaced. No further patient complications were reported as a result of this event.